Manufacturer narrative:
(B)(4). A device was not returned to baxter and an evaluation could not be performed. If a device is returned an evaluation will be performed and supplemental report will be submitted.

Event description:
It was reported that a customer has multiple pumps that alarm for upstream occlusion. It was also reported there was no patient injury.